Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer felt weak and was vomiting. Customer ran high pressure test pump did not alarm no delivery. Advised pump needed to be replaced and continue manual injections.